Event description:
It was reported the customer received a button error alarm. Customer also reported their insulin pump was constantly beeping. The customer's blood glucose was 7 mmol/l. The customer could not recall any significant events leading to the alarm. Customer stated they may have exposed their insulin pump to moisture from sweat. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, moisture damage was noted on keypad traces. No moisture damage was noted on electronic assembly. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.